Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with two proglide devices in the right common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar). The arteriotomy was a 6f. Reportedly, deployment of the two proglide devices was unsuccessful. A cut-down was preformed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was approximately one month ago. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The sutures failed to deploy.